Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2013-00012 to provide additional information regarding receipt of the user facility medwatch report (B)(4).

Manufacturer narrative:
(B)(4). Additional procedure was required in an attempt to retrieve the detached distal portion of the guide wire. However, the attempt was not successful resulting in a portion of the guidewire material remaining in the patient. There is no code available for these events. The involved device has not been returned for evaluation so the cause for the reported separation cannot be confirmed. Inspection and testing of a retained sample from the reported lot did confirm that there were no anomalies or defects and performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined, there is no indication that there was any relation to a defect or malfunction of the device. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as the following: "if any resistance is felt or if the tips behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel"; "when using a drug or a device concurrently with the runthrough ns, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the runthrough ns"; and "do not manipulate the runthrough ns through the stent struts. Such manipulations may cause the runthrough ns hydrophilic polymer coating to peel off, and damage and/or sever the wire". All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4)

Event description:
The user facility reported that the distal portion of the guidewire became separated while the device was being withdrawn during a "biventricular device implant procedure." Additional communication with the user facility confirmed the following information: the physician was attempting to place the left ventricular lead and the guidewire was being withdrawn when the distal portion of the guidewire reportedly became "separated"; the detached material migrated to the patient's right atrium; a snare device was used, but the material was not able to be retrieved; the physician determined that the material was "lodged in the pa" and decided to leave the material unretrieved; the lv lead could not be positioned in the desired location so the original procedure was unable to be completed; and the patient has subsequently been discharged to home.

Manufacturer narrative:
The event description from the user facility medwatch report #(B)(4) states: patient scheduled for a biventricular device implant. A runthrough wire was used during the procedure. As the runthrough wire was removed, the distal end of the wire was noted to have separated from the main body of the lead and was not attached. The wire fracture was noted to remain in the distal branch of the coronary sinus. A snare procedure was attempted but was not successful. The wire was noted to have wedged in the pulmonary artery and the snare procedure was terminated. A ppm was inserted. The wire was measured and was found to be the same length as a new runthrough but only the inner portion of the wire remains at the distal end. This information is consistent with the description originally received from the user facility. Therefore, no additional investigation was possible based on the receipt of the user facility medwatch report #(B)(4). The involved device has not been returned for evaluation so the cause for the reported separation cannot be confirmed. Inspection and testing of a retained sample from the reported lot did confirm that there were no anomalies or defects and performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined, there is no indication that there was any relation to a defect or malfunction of the device. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as the following: "if any resistance is felt or if the tips behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel"; and "do not manipulate the runthrough ns through the stent struts. Such manipulations may cause the runthrough ns hydrophilic polymer coating to peel off, and damage and/or sever the wire". All available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up.